Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine device change out procedure. During the procedure, an insulation anomaly was seen on the atrial lead. It was noted that the lead had previously exhibited noise. The lead was capped and replaced. The patient was stable.